Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak occurred during treatment. The patient reported they disconnected from the patient line of the liberty cycler set during treatment and fluid leaked on the floor. The patient was alerted to the issue when the liberty select cycler alarmed 2-3 times during drain 1 of 4 of treatment with the m31 air detected in cassette alarm. The patient was advised to re-setup with new supplies. Additional information was obtained during follow-up with the pd registered nurse (pdrn). The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. However, a prophylactic antibiotic, keflex, was prescribed to the patient (2-50 mg, oral, twice daily, 14 days). The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment was not completed on the reported event date. The cycler set was not available to be returned to the manufacturer for physical evaluation.